Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, 2 pieces not firing and holding bullet to pull the stitch through 2. Consequences for the patient: extended theater time and extended anaesthetic time.

Manufacturer narrative:
Two digitex suture cartridges were received for evaluation. The evaluation of the returned components was performed by a coloplast quality engineer who was not able to confirm the reported complaint. Both of the samples received exhibited no functional abnormalities. Microscopic examination of the suture and suture cap revealed a widened inner diameter of the cap and two indentations on opposite sides of the cap, indicating that the suture was successfully captured and released by a digitex suture delivery system. There was no other damage present on the suture or suture cap or indication that the cap was not successfully captured. Based on the observations above, a root cause of the reported complaint was not able to be determined. Should additional information become available relating to the device failure, this complaint will be re-evaluated with the new information.